Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery. The device is unavailable for analysis as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
This report is filed march 20, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.